Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that her cgm was reading 200 mg/dl so she took insulin and it went down to 62 mg/dl. Because of the excessive drop she then ate, and it went up to 300 mg/dl, so she gave herself insulin again and it went down to 60 mg/dl. At an unspecified time, while working on the computer at her job, her vision became blurred, and she was confused and profusely diaphoretic. She passed out and her co-workers called an ambulance which took her to the emergency room (ER). She was not able to check her cgm and does not know if it beeped to alert her of a low value. Her bg was 44 mg/dl and they gave her glucose via intravenous (IV) therapy. The bg went up to 233 mg/dl, and her cgm was at 79- 82 mg/dl before she was discharged, with instructions not to drive. She said that after she got home the values remained discrepant with the cgm at 62 mg/dl and the bg at 125 mg/dl even though she had calibrated the device 5 times during the day. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.